Manufacturer narrative:
The evaluation found a flickering image appeared on the monitor when cable unit was manipulated. The flickering image condition was due to a faulty cable. The cable was replaced/tested; the image worked appropriately and the device was returned to asset stock. The asset was last serviced on november 25, 2019; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition camera head was found to have a flickering image malfunction. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is probable that noise was generated and the image flickers due to cable breakage. In addition, it is considered that the cable failure was caused by the user's handling because the product shipment record is normal. The instruction manual identifies the following verbiage, which may help prevent the phenomenon and avoid cable damage: - "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." - "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." - "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." - "do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." - "never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." - "never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."